Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. Although it was stated the device is available for evaluation, the device has not been received. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the depth gauge broke. The broken tip was left inside the patient as it was not possible to remove. The surgery was completed, and there were no adverse patient consequences. This issue did not prolong the surgery.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The returned depth gauge was visually inspected to confirm failure. The overall condition of the gauge was in good condition. All laser marks were intact and legible. The sleeve could freely slide over the probe as intended. The tip of the probe was missing as stated in the reported event. The fracture pattern was flat and not oblique with the surface being grainy and not smooth. This indicates that the fracture was a high energy event. Likely, the probe was lodged in a way that caused resistance, and when attempts were made to remove the probe, the tip broke off. However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: type of investigation code (annex b) updated to: 10 and 3331. Investigation findings code (annex c) updated to: 3243.